Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected and functionally tested. No tubing was returned for analysis, it had been cut down to the pump block. No leaks were found. The pump did not pass inflation testing. Based on the information available and analysis results, analysis of the pump did confirm a mechanical issue but was unable to confirm a hole/perforation as the tubing was not returned for analysis.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing between the right cylinder and pump. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing between the right cylinder and pump. No patient complications were reported.